Manufacturer narrative:
The reported even was unable to be confirmed as visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical product: item# unknown, unknown shell, lot# unknown. Report source - foreign: this event occurred in (B)(6). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the locking screw fractured at the cup on the impactor preventing the uncoupling. The impacted cup was removed and drilled to a higher size because there was no other implant from the same size.